Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had a pca8120 failed barrel clamp sensor test during pm. Case resolution: I recommended walter to disassemble the unit and install a spacer for the syringe size sensor and test the unit again. If walter still have problem, he will replace syringe size sensor.